Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a normal device change out. The lead had no electrical anomalies. The lead was explanted and replaced. The asymptomatic patient was stable post procedure.